Event description:
The customer reported that the system will not boot.

Manufacturer narrative:
(B) (4). The ge service rep erased the program flash and reloaded the software and calibration files. The system operates as intended.